Event description:
Event description cpi received information that this ventak p implantable cardioverter defibrillator (ICD) was removed and replaced because during a routine follow-up examination, the manual capacitor reform test kept running, then a charge time-out message occurred. The ICD did not complete a charge for testing, possibly due to battery depletion.